Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the probe dropout was identified. The issue was confirmed. Although no pictures were available, it was confirmed that the probe was broken. There was also a scratch around the broken part of the probe. When observing the broken surface of the probe, a crack had developed from the scratch was found. Olympus confirmed the issue, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined.

Event description:
It was observed that during the device inspection, the front-actuated grip exhibited a probe dropout. There were no reports of patient involvement.